Event description:
It was reported that a patient had a very bad infection while on peritoneal dialysis (pd) therapy. In additional follow-up, a contact from the dialysis clinic stated they were familiar with the patient. However, the patient expired some time in 2020 and all of the patient's medical electronic records were closed out. The contact stated the patient was on hemodialysis (hd) therapy at the time of death. The contact stated the death was not related to dialysis or the use of any fresenius device or product. No information pertaining to the patient experiencing an infection was available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A search was performed to identify the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. However, this search yielded no results. Since the lot number is not known, a manufacturing and device history records (DHR) review could not be performed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there was no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there was no allegation that a fresenius product malfunction or deficiency was related to the reported infection.

Event description:
It was reported that a patient had a very bad infection while on peritoneal dialysis (pd) therapy. In additional follow-up, a contact from the dialysis clinic stated they were familiar with the patient. However, the patient expired some time in 2020 and all of the patient's medical electronic records were closed out. The contact stated the patient was on hemodialysis (hd) therapy at the time of death. The contact stated the death was not related to dialysis or the use of any fresenius device or product. No information pertaining to the patient experiencing an infection was available.